Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that during patient treatment, the anesthesia workstation generated an alarm for high airway pressure. There was no patient harm. (B)(4).

Manufacturer narrative:
The anesthesia workstation was investigated on site and nozzle units from the o2 and air fresh gas modules were replaced and returned for investigation. The nozzle unit is part of the fresh gas modules that regulates the inspiratory oxygen gas flow to the patient. An evaluation of the logs confirms the reported event. The nozzle units were simulated use tested in a gas module in a reference anesthesia workstation. The reported high pressure alarm was not reproduced, nor were any other alarms or faults found. Pm is performed every 5000 hours of operation or at least once a year. The nozzle unit has a predetermined lifetime and is replaced at the extended pm every second year (24 months interval). It is possible that any of the two replaced nozzle units contributed to the reported issue but without having been able to reproduce the reported issue, we are not able to determine the true cause of the reported event. (B)(4). Ref. Exemption #: e2018003. (B)(4).

Event description:
(B)(4).